Manufacturer narrative:
Evaluation summary: the analysis confirmed that device a was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (avoid accidental contact with other instruments during use.) Device b was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). No incident related to the reported event was observed during the batch record reviews.

Event description:
It was reported that during a lap prostatectomy procedure, the device didn't function. No further information is available. Case completed with the same like product. No patient consequence.